Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of power issue was confirmed and was due to the main board being broken. Additionally, the foot was noted to be lost (missing). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service representative reported on behalf of the customer, that during demonstration, and installation of the high flow insufflation unit, the device would not operate having power turn off issues. The event was identified during demonstration. There was no patient affected by the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 and h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, light on front panel turned off was caused by mainboard (cr board) failure. The cause of the faulty cr board could not be identified. Olympus will continue to monitor field performance for this device.